Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The device was not explanted for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a previously unreported history of upper gastrointestinal (gi) bleeding and thromboembolic disease. On (B)(6) 2016, the patient was admitted for a gi scope due to low hemoglobin and increased creatinine levels; however, no active site of bleeding was observed. The patient¿s inr value was 3.0 at the time of admission and was decreased to 1.5 for the gi scope. The patient¿s lactate dehydrogenase (ldh) level was at 400 u/l. On (B)(6) 2016, the pump speed was reportedly decreased from 8600 rpm to 8400 rpm to allow for greater pulsatility; however, the patient¿s ldh level increased to the 900 u/l range and so the pump speed was reprogrammed to 8600 rpm on (B)(6) 2016. On (B)(6) 2016, changes in the patient¿s pump parameters were observed and the patient coded, requiring intubation. Pump power had increased from approximately 4-5 watts to 7 watts with the pulsatility index decreasing from 4 to 1.8. The estimated pump flow value had also increased from approximately 4-5 lpm to 9.6 lpm. Based on the changes in the pump parameters and the patient¿s elevated ldh, thrombus in the pump was suspected. It was reported that the patient¿s family elected to withdraw care and the patient expired on (B)(6) 2016 due to multisystem organ failure.